Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient¿s father reported a missing sensor wire. They inserted a sensor in the patient¿s arm but had to remove it the same day; upon removal no portion of the wire was visible on the skin or the patch. They sought medical assistance and an x-ray showed the sensor wire was present. No specific symptoms were reported. The wire was successfully removed from the patient¿s body by surgery. At the time of the report the patient was doing fine. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgery. A probable cause could not be determined. No additional patient or event information is available.